Event description:
It has been reported to philips that the system intermittently could not do x-rays. The system was in clinical use and no harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not available intermittently. Analysis of the log file showed that the power inverter frequency was too high. The fse replaced the power inverter (point) certeray. After replacement of the power inverter certeray, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.